Event description:
It was reported, the patient underwent valve replacement surgery. Postoperatively, an echocardiogram revealed central regurgitation and it was decided to perform a reoperation. Intraoperatively, the valve appeared to have a leaflet stuck in the open position. The valve was removed and replaced with another manufacturer's valve. Additional information has been requested.